Manufacturer narrative:
Due to character limitation event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use intra-aortic balloon pump (iabp) had alarm system temperature too high. Backup machine has been replaced and there was no personal injury occurred.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. Correction fields: h6 (medical device problem code).

Event description:
Na.